Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the handle was giving a wrong command, button up makes articulation to one side and closes load. It was stated that the device was rebooted and did not function, but made it work. There was no patient involvement.